Event description:
Pump was beeping when the rn entered the room. Pump had an error message on the screen requesting restart. When the pump was restarted, the information was not saved, so the pump needed to be reprogrammed. Levophed was running on the pump. Patient's bp dropped to mean arterial pressures around 40. Patient became bradycardiac. Once a new pump was programmed, patient required higher doses of levophed to maintain bp.